Manufacturer narrative:
Additional information received. Adding implanted date (B)(6) 2011, adding explanted date (B)(6) 2024. This is a follow up report, to add this additional code. Additional FDA coding being added, after investigation of device. Adding additional type of investigation code 10. This is a follow up report, to add this additional code. Additional FDA coding being added, after investigation of device. Adding additional investigation conclusions code 50. This is a follow up report, to add this additional code. Correcting UDI # from (B)(4). This is a follow up report, for this corrected information. Device received, for this event is being corrected from osseospeed tx 5.0 - 11 mm, catalog #: 24962 to osseospeed tx 5.0s - 11 mm, catalog #: 24972. This is a follow up report, for this corrected information. This is to correct and remove the codes that were initially reported. Removing codes for: health effect - clinical code: 4580; medical device problem code: 3190; investigation findings code: 3221. The correct codes, for this complaint are: health effect - clinical code: 2013; medical device problem code: 1260; investigation findings code: 3252 and 3243. This is a follow up report, for this corrected information.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure and catalog number was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.